Event description:
It was reported that insulin leaked from the reservoir, causing high blood glucose levels. Nothing further was reported. Mom called to state that connection between reservoir and sets are too loose on reservoir and consequently having to change out sets earlier than normal due to cust having high bgs. Mom mentioned that on one occasion, a leak was found and insulin was prevalent in reservoir compartment and odor of insulin found. Mom mentioned that on that occasion, she saw that connection between reservoir and set was too loose. Sending cust replacement reservoirs due to this repeated issue. Cust's mom called diabetes nurse and management consultant who stated to mom that her connection techniques is correct but that issue is with disposables being faulty. Sending mom 5 cannisters, 5 cs ie, and replacement reservoirs. Sending replacement sure t sets as well. Submitted letter of analysis request due to multiple issues of hbgs, subsequent set changes and finding connection loose in pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.